Event description:
Customer reported that during cycle 4, a blood leak alarm occurred due to seal failure. Customer had stated that the centrifuge lid was difficult to close/tighten possibly placing extra force on the bowl and causing a possible seal failure. The treatment was aborted; no manual return. Total blood loss was 300 ml. N f/u fluids or labs drawn post event.

Manufacturer narrative:
A review of the lot file for y723 was performed. This lot met all release requirements. The kit was not returned for further investigation, therefore, the complaint cannot be verified. Ocd field engineer arrived at site for centrifuge lid issue. Fe adjusted the covers to correct the issue. Hinge screws were tightened. Instrument was returned to normal operation. (B)(4).